Event description:
It was reported that during routine follow-up, the implantable cardioverter defibrillator (ICD) could not be interrogated and was discovered to be in safety mode. The ICD was replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that during routine follow-up, the implantable cardioverter defibrillator (ICD) could not be interrogated and was discovered to be in safety mode. The ICD was replaced returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing, but was likely the result of exposure to radiation, either therapeutic or environmental.